Event description:
No serial number available agent states that he can just tap the spreader bar with his foot to release the locking of the cam. Checked with tech service it can be done, but not easily.